Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (more than 45 years of age at the time of lens implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -3.0/+1.5/31 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced refractive surprise, and enlargement of incision surgery. On (B)(6) 2016, the lens was explanted. The lens was then exchanged with the same size, and similar diopter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There was no enlargement of incision on 08/08/2016 as previously reported. (B)(4).

Event description:
There was no enlargement of the incision on (B)(6) 2016.

Manufacturer narrative:
Lens was returned dry in a lens case/vial. Visual inspection found clear surgical residue/debris on product and no visible damage to lens. Dimensional and functional inspections found the lens within specifications. (B)(4).